Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 84 mm in diameter abdominal aortic aneurysm. The patient had an angled conical neck. The left renal artery was diseased at its origin. It was reported that during the index procedure two of the suprarenal stent anchors landed within the diseased left renal artery and caused the left renal artery to stop functioning. The left renal artery could not be salvaged. Additionally, a proximal type I endoleak was observed. The physician elected to implant (B)(6) aptus endoanchors but the proximal type I endoleak persisted. The patient was scheduled for a follow up CT to be performed one week later. The proximal type I endoleak was not resolved. Per the physician, the cause of the event was due to the patient anatomy of a severely angulated infrarenal aortic neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the physician has not done a follow up, but the ultra sound suggested the aneurysm had reduced in size.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.